Event description:
This pt was revised due to a cracked poly. The pt's height is 6'3". The lot number will not be available. The product code was provided by locking in the catalog for a curved pfc insert; size 6; 10mm.